Event description:
It was reported that the patient had been hospitalized with hypoglycemia, loss of consciousness, and coma on (B)(6) 2026. The patient¿s blood glucose had been up to 280 mg/dl, and the patient did not treat it and went to sleep. When her family tried to wake her up later, they could not and called 911 who found her blood glucose levels declined to 16 mg/dl while wearing the pod longer than 48 hours. They took her to the hospital. She was diagnosed with a hypoglycemic coma and treated with fluids, potassium, glucose gel, eating peanut butter, and drinking orange juice. The patient was released the following day on (B)(6) 2026, after 8-9 hours in the hospital.

Manufacturer narrative:
The physical device was not returned for investigation and according to the complaint will not be returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that a pod with the sequence number reported was activated at 15:09 on (B)(6) 2026 and was used through the reported medical event. Review of the patient history buffer (phb) data from this pod and from the full review period found that, while the system was used in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased and decreased and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. Multiple automated delivery restriction alerts were generated during this period due to the automated algorithm delivering the max microbolus amount for extended periods in response to increasing estimated glucose values. The generation of these alerts transitioned the system to automated mode: limited and began delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate, until the alerts were acknowledged and the system transitioned to manual mode. The last automated delivery restriction generated before the medical event occurred at 03:38 on (B)(6) 2026 and was acknowledged at 06:28 on (B)(6) 2026. The system was then used in manual mode until 10:14 on (B)(6) 2026. While the system was in manual mode, the system was correctly delivering the user's manual basal program of 1.25 u per hour for 24 hours regardless of the estimated glucose values received. The cloud data showed that the alerts captured in the cloud were generated correctly as conditions were met, including the automated delivery restriction alerts and urgent low glucose alerts. No evidence of issues with insulin delivery, either over or under delivery, were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Additional information was received on 30apr2026. A2 and a3a were updated accordingly.